Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. An entire lead was returned cut in two pieces at 14.7 cm from the connector pin. External insulation abrasion was found at 43.5-43.7 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at the same location.